Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
A lawsuit alleged that the patient suffered physical and other injury. It was later reported and confirmed in the manufacturer's database that the patient had died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.